Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv1.5 ruptured during patient use. The device had been infusing an unknown patient with fluorouracil for 5 days when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed which confirmed the reported condition of ruptured reservoir. The device is a single use device and will be discarded. The root cause investigation for this failure mode is in progress (idc-CAPA-(B)(4)). A follow up report will be submitted if additional information becomes available.